Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the screws had come off of the inserters. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping.

Event description:
On 6/6/2022, it was reported by a sales representative via phone via that (2) ar-1318ft ft micro corkscrew anchors were off the inserter. This was discovered before opening the sealed packaged for a thumb proceudre on (B)(6)2022. Another one was opened to complete the case without further issues.